Event description:
It was reported that during a laparoscopic cholecystectomy, the blade was broken off after a few actuations. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device did not contact with metals.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.